Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 9. On 2023-06-19, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, bleeding, fistula and inflammation. No further patient complications were reported.